Manufacturer narrative:
This report is being supplemented to provide information that was inadvertently left out of the initial medwatch and to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. It has been more than 11 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, it is likely that the reported issues (no image/endoscope not recognized) occurred due to dr board (printed circuit board) failure. However, a conclusive root cause could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation of 180 series endoscopes not recognized was confirmed which was due to a defective printed circuit board. Device evaluation found that the reported issue resulted in a no image. The additional evaluation findings are as follows: corroded hood, update from 3.1 to 4.10 required, and locking system of the connector base was out of order. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, 180 series endoscopes were not recognized with the evis exera iii video system center. There were no reports of patient harm.